Event description:
It was reported that the patient received inappropriate therapy due to oversensing in (B)(6) 2006. Patient requested the device be deactivated. Recently, the patient experienced sudden death vt and requested a new device and lead implant. The device was replaced and the lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.